Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was being prepped for use in a right ureteroscopy with stone extraction. According to the complainant, the basket was missing from the device. There was no visible damage to the inner packaging. The procedure was successfully completed using a second zero tip nitinol stone retrieval basket .

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was being prepped for use in a right ureteroscopy with stone extraction. According to the complainant, the basket was missing from the device. There was no visible damage to the inner packaging. The procedure was successfully completed using a second zero tip nitinol stone retrieval basket .

Manufacturer narrative:
Analysis of the returned zero tip nitinol retrieval basket revealed the device was attached and all of the legs of the basket were intact. It was noted that the basket was closed when received. The silver section appeared to be stretched and the handle was in the closed position. There were bends in the outer sheath approximately 2.5cm from the distal end of the black heat shrink and approximately 55cm from the distal tip of the black heat shrink. A functional evaluation was performed. The handle was actuated from closed to opened position, but the basket would not deploy. The device passed a 100% visual and functional inspection during manufacturing prior to being sent to the customer and the device is packaged with the basket opened. Therefore, the most probable root cause for this event is determined to be "handling damage." It is also noted that basket was not detached from the device as originally reported and the event of basket not opening is not a medwatch reportable condition.